Manufacturer narrative:
The lot was manufactured between june 1, 2017 - june 2, 2017. The device was received for evaluation containing approximately 133 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed with no issues noted. The flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused the desired medication. After 24 hours of infusion, the infusor failed to deliver all the medication. The infusor was filled with compounded cefazolin 6g in 240ml 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.